Event description:
Pt's pre-procedure diagnosed was that he was anatomically indicated for the zenith aaa repair. The procedure went as labeled. A type IV endoleak was detected on first angio. The junctions were balloon dilated again lest the leak by type iii. Although the leak was still observed, the physician elected to observe the leak to see if it would resolve spontaneously. Color doppler images in 2007, suggested that it was a proximal type I endoleak. The leak still persisted and further observation was elected.

Manufacturer narrative:
Eval: the long-term performance of endovascular grafts has not yet been established. All pts should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Pts with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. No product was returned to assist in this investigation. An internal clinical review concluded that a type I endoleak may have occurred due to pt anatomy and user error.